Manufacturer narrative:
The device was returned and evaluated by olympus. As noted in b5, there was foreign material (rust) discovered on the auxiliary water inlet. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Though it is possible that the user may have deviated from the recommended instructions provided on the instructions for use (IFU). If additional information becomes available following the device evaluation, a supplemental report will be filed. Olympus will continue to monitor the field for similar events.

Event description:
The customer originally returned their olympus evis gastrointestinal videoscope due toa cracked boot. However, during the device evaluation, there was foreign material (rust) discovered on the auxiliary water inlet. There was no patient involvement during this event.